Event description:
It was reported that the patients ipg pack kept getting caught on chairs and things. The patient already noticed the ipg never felt quite right after initial implant. The physician confirmed that the ipg had migrated. The patient underwent an ipg revision procedure and was doing well postoperatively. Nothing was explanted.